Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the otv-s400 (video processor) displayed the error code e118. The issue occurred during an unspecified procedure. The procedure was completed with use of a similar device with a delay of less than 30 minutes. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in dimm (dual in-line memory module), a printed circuit board; image was interrupted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of dimm. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.